Manufacturer narrative:
(B)(4). The device has been received by baxter, but the evaluation has not yet been completed. A follow-up report will be submitted upon completion of the evaluation or if any additional relevant information is received.

Manufacturer narrative:
(B)(4). The device was received and an evaluation was performed to investigate the reported event. The event history log review showed no keystrokes, programming, or use related events that indicated and/or contributed to the home patient passing away. The device service history and device history records were also reviewed with no issues noted that could have caused or contributed to the home patient passing away. During evaluation, the device passed electrical and functional testing and was determined to meet performance specification requirements. Internal and external inspection was performed and no issues were noted. All pressures were found to be correct and stable. The device passed all seal, purge and integrity testing. A short simulated therapy was performed with no issues notes. No failure or malfunction or iipv event was identified that could have caused or contributed to the home patient passing away. The investigation of the device was unable to determine a cause for the reported event. The device will be sent to service. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
This is a report of a patient death coincident with peritoneal dialysis (pd) therapy on the homechoice (hc). It was reported the patient was hospitalized prior to death. The cause of death was reported as cardiac arrest and pneumonia. It was reported an autopsy was not performed. Additional information was requested, but is not available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up report will be submitted.